Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2012 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted concurrently with extraction of bladder stone and foreign body.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent laparoscopy, laparotomy, adhesiolysis, bso, a & p colporrhaphy, and enterocele repair.

Event description:
It was reported that the patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6).